Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal system failed to load properly. The device jammed. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor were inside the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).